Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-09, additional information was received from the representative who clarified that no emi sources could be identified as a root cause of the motor stall. The pump logs were not available but rather only the provided programming data. There was no further information regarding the pump logs, if a stopped period may exceed tube set occurred, or if a stall recovery occurred.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient who was receiving morphine 20 mg/ml at a dose of 7.995 mg/day via an implantable pump. The implant date was not obtainable. The patient's medical history including concomitant medications were not obtainable. It was reported that on approximately (B)(6) 2016, during normal use, the patient's symptoms led to the event. The patient went to the hospital due to "massive" withdrawal symptoms. The patient reportedly was still in the hospital. The physician programmer noted a motor stall occurred. No interventions were taken to resolve the motor stall. The issue was not resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. The pump was reportedly implanted but out-of-service. No surgical intervention had taken place but it was planned as the pump would be replaced in the future with another pump. The procedure had not been scheduled. It was later reported on (B)(6) 2016, that the pump was replaced on (B)(6) 2016. The patient "received his previous pain therapy" and left the hospital. The explanted pump was being returned for analysis. Additional information has been requested which had not been initially provided including details of the stall itself, cause of the stall, length of stall, recovery, and log availability. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Patient's date of birth was recorded as "(B)(6)." Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due gear wheel 3.

Manufacturer narrative:
\Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.